Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.h10 h3 other text : single use, device discarded.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 2.0 assay for multiple patients performed on (B)(6) 2023. This MFR. Report addresses patient three (3) of three (3). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023. Repeat testing was performed and generated a negative result. Additional testing (antigen test) was performed and generated a negative result. The customer stated the patient was tested upon admission to the hospital and was asymptomatic. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 2.0 assay for multiple patients performed on (B)(6) 2023. This MFR. Report addresses patient three (3) of three (3). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023. Repeat testing was performed and generated a negative result. Additional testing (antigen test) was performed and generated a negative result. The customer stated the patient was tested upon admission to the hospital and was asymptomatic. Although requested, no additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 2.0 assay for multiple patients performed on 26jul2023. This MFR. Report addresses patient three (3) of three (3). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on 26jul2023. Repeat testing was performed and generated a negative result. Additional testing (antigen test) was performed and generated a negative result. The customer stated the patient was tested upon admission to the hospital and was asymptomatic. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The information to enable further investigation, such as the kit's lot number, serial number, logfile was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation. H3 other text : single use, device discarded